Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) was successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the battery's status leds showed 4 solid green leds, indicating that it was fully charged. However, the battery failed to power on the autopulse platform. No patient involvement.